Manufacturer narrative:
As reported, button one of a 6f¿12f mynx control venous vascular closure device (vcd) could not be pressed during deployment, appearing to be popped out more. Hemostasis was achieved by holding additional minutes due to venous closure, with venous manual compression held for 5 minutes. There was no reported patient injury. The physician noted that the tension indicator aligned correctly and attempted to adjust the tension, but the device still would not deploy. The mynx mcv was used during an afib ablation procedure. The deployer was trained on the mynx device. An 8fr sheath was used. The vessel diameter at the femoral puncture site was confirmed to be greater than or equal to 5 mm, and there was no peripheral vascular disease (pvd) or calcium noted in the vicinity of the puncture site. The device was stored and prepped according to the instructions for use (IFU). The storage temperature did not exceed 25 °c, and no kinks were noted in the sheath or device after removal. One non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. A non-cordis 8f catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test was performed to ensure functionality. The unit worked as intended, deploying the sealant and retracting the balloon. After the tension indicator was aligned by pulling in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported events of ¿button #1-frozen/locked¿ and ¿button #1-damaged¿ were not observed through analysis of the returned device since it passed functional analysis with no resistance or anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced or the reported more ¿popped out¿ appearance of the button since the device passed functional analysis with no anomalies noted. However, procedural/handling factors (even though it was reported that alignment of the tension indicator was made prior to attempting depression) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the mynx control venous IFU, after inflating the balloon, it states ¿align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy.¿ per step 2: deploy sealant, the IFU instructs, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ neither the product analysis, nor the information available for review suggests that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, button one of a 6f¿12f mynx control venous vascular closure device (vcd) could not be pressed during deployment, appearing to be popped out more. Hemostasis was achieved by holding additional minutes due to venous closure, with venous manual compression held for 5 minutes. There was no reported patient injury. The physician noted that the tension indicator aligned correctly and attempted to adjust the tension, but the device still would not deploy. The mynx mcv was used during an afib ablation procedure. The deployer was trained on the mynx device. An 8fr sheath was used. The vessel diameter at the femoral puncture site was confirmed to be greater than or equal to 5 mm, and there was no peripheral vascular disease or calcium noted in the vicinity of the puncture site. The device was stored and prepped according to the IFU. The storage temperature did not exceed 25 °c, and no kinks were noted in the sheath or device after removal. The device will be returned for evaluation.